Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint that "pump (B)(4) had an issue with its air in line sensor". The device operator was a biomed technician. No medication was being infused. There was no patient involved.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00004).

Manufacturer narrative:
The service provider provided the investigation report on 04/25/2022. The actual device was tested. Upon testing, the device constantly alarmed air-in-line. The device was found to have a false air-in-line alarm issue. The air-in-line sensor was replaced. The device was repaired and tested to meet full specifications.